Event description:
On 24/jul/2023, it was reported that this patient on peritoneal dialysis (pd) expired while still attached to the fresenius cycler. There were no reported allegations that the death was related to any product related issues. Additional information was obtained through two follow-up calls with two pd nurses familiar with the patient. It was stated that it was unknown ID this patient had been completing pd treatments prior to death because the patient was relocating from washington to new mexico. It was confirmed the patient was found deceased on (B)(6) 2023, still attached to the fresenius cycler. It was stated the patient had pre-existing comorbid conditions of end stage renal disease (esrd), systemic lupus erythematosus (sle) , diabetes mellitus, asthma, hyperlipidemia and hypertension. Details surrounding the patient¿s death, pd treatment sheets and the esrd death certificate were not available. The cycler was pending return to manufacturer at the time follow-up was completed. However, it was indicated the death was not related to any issues with the fresenius cycler or any other fresenius product. Both nurses reported that per the coroner report, the cause of death was due to natural causes from multiple pre-existing comorbid conditions.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s death. The patient had a past medical history of esrd on pd therapy, systemic lupus erythematosus (sle) , diabetes mellitus, asthma, hyperlipidemia and hypertension which significantly increases mortality risk. Two pd nurses familiar with the patient indicated the patient expired from natural causes related to pre-existing comorbid conditions (per coroner report). At the time this clinical investigation was completed, the cycler was not returned to the manufacturer. However, currently there have been no reported allegations nor is there any objective evidence that a liberty select cycler malfunction or product deficiency was associated with the patient¿s death. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Correction: b3, d10.

Event description:
On 24/jul/2023, it was reported that this patient on peritoneal dialysis (pd) expired while still attached to the fresenius cycler. There were no reported allegations that the death was related to any product related issues. Additional information was obtained through two follow-up calls with two pd nurses familiar with the patient. It was stated that it was unknown ID this patient had been completing pd treatments prior to death because the patient was relocating from washington to new mexico. It was confirmed the patient was found deceased on 6/jul/2023, still attached to the fresenius cycler. It was stated the patient had pre-existing comorbid conditions of end stage renal disease (esrd), systemic lupus erythematosus (sle) , diabetes mellitus, asthma, hyperlipidemia and hypertension. Details surrounding the patient¿s death, pd treatment sheets and the esrd death certificate were not available. The cycler was pending return to manufacturer at the time follow-up was completed. However, it was indicated the death was not related to any issues with the fresenius cycler or any other fresenius product. Both nurses reported that per the coroner report, the cause of death was due to natural causes from multiple pre-existing comorbid conditions.